Event description:
It was reported that the procedure was to treat a moderately tortuous and 85% stenosed mid left anterior descending artery. A non-abbott guide wire was advanced to the lesion and a 2.5 x 15 mm trek was being advanced to the lesion but it would not cross due to the tortuosity. Then a balance heavyweight (bhw) guide wire was being advanced to the lesion; however, after many attempts it could not cross. The bhw was withdrawn but the tip was separated. The distal separated portion was in the guiding catheter, so a 2.0 x 15 mm mini trek was inflated in the guiding catheter to capture the separated bhw and everything was removed as a single unit. There was no clinically significant delay in the procedure. No additional information was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.